Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type 3b endoleak of the bifurcated stent graft (with strut fracture), type 3a endoleak with complete component separation (right iliac limb), and type 1b endoleak at the left common iliac artery confirmed. This is consistent with the reported adverse event/incident. Procedure-related harms, device, user, procedure, or anatomy relatedness of this complaint could not be determined with the medical records available for review. The final patient status was reported as being stable post the secondary endovascular procedure. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with duraply.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply.

Event description:
The patient was initially implanted with a afx2 bifurcated stent graft, a vela suprarenal, and a limb stent graft to treat an abdominal aortic aneurysm (aaa). Approximately five (5) years post initial procedure during routine follow up, the patient presented with a 3a endoleak, 1b endoleak and a type 2 endoleak of the lumbars (non-device failure). Intervention was completed. The physician elected to relined the original implanted devices with a afx2 bifurcated stent graft, afx limb stent graft and ovation ix extender to resolve this event. Patient was reported as stable post reintervention.